Event description:
Customer reported a control panel error came up during startup, and nothing worked. Alarm just goes off if buttons are pressed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the interconnect cable. System operates as intended.